Manufacturer narrative:
Field service engineer troubleshot and determined the fluoro foot switch needed to be replaced. Fse replaced footswitch and completed a preventative maintenance on this unit.

Event description:
In (B)(6): customer reported that during retrograde cystogram with stent placement the fluoro failed. Physician placed the stent with endoscopy assistance. Procedure was completed without further incident. Patient gender and age not provided by customer. No reported injury.